Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of a load step malfunction observed in the pump history. The pump powers on the verify screen with no issues. An ezprime sequence was successfully completed with no issues. Force senor calibration check is within specifications. The pump was found to be delivering within required range at conclusion of accuracy testing. On (B)(6) 2014 20:19 auto timeout-> pump suspend was recorded; deliveries never resumed. On (B)(6) 2014 15:59 a replace cartridge alarm was recorded; deliveries resumed 18:02 (2hrs 03mins insulin deliveries interrupted). On (B)(6) 2014 18:56 an auto timeout. Pump suspend was recorded; deliveries resumed when pump was primed at 21:57 (2hrs 55mins insulin deliveries interrupted). Investigators removed cover; no evidence contamination or damage to the force sensor circuit was observed. Unable to duplicate the complaint. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a load step malfunction (prime) issue. The patient had a blood glucose (bg) of 759mg/dl and was admitted to the hospital with diabetic ketoacidosis. The patient was treated with IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged load step issue.